Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in the right common calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It was reported that a venous sheath was next to the arterial sheath. Per the instructions for use,the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report filed, additional information received: the reporter explained the event as a see-saw where they could pull on either side of the suture and it would glide easily as if there was no knot to stop and push down with the knot pusher. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported no knot observed during suture harvesting was not confirmed because the lever, plunger, suture, link, needles and cuffs had not been deployed. Based on a visual inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. In addition, twenty eight unused, sterile proglide devices (lot number 41215k1) were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with proglide devices, using a pre-close technique, prior to a valvuloplasty procedure. There was a venous sheath next to the arterial sheath during the closure procedure. Reportedly, no knot was observed during suture harvesting. A second proglide device was used with the same results. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 11f and the valvuloplasty procedure was completed. Two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.